Manufacturer narrative:
(B)(4). The customer returned one sealed pouch of product (B)(4) (endobronchial tube) and one sealed pouch of (B)(4) (double swivel accessory pack). No actual complaint sample was returned. The returned components were opened and connected to each other. All components were able to be assembled and all connections appeared to be secure. Complaint verification testing could not be performed as the actual complaint sample was not returned for investigation. The customer returned one sealed endobronchial tube and one sealed double swivel connector. The components were connected securely with no issues. Therefore, the potential cause of disconnect during surgery could not be determined based upon the information provided and without the actual complaint sample.

Event description:
The complaint is reported as: during surgery in the hospital, the doctor found the double swivel connector separated on the endobronchial tube. Because it was found in time, there was no harm to the patient.

Event description:
The complaint is reported as: during surgery in the hospital, the doctor found the double swivel connector separated on the endobronchial tube. Because it was found in time, there was no harm to the patient.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. A photograph was returned by the customer; however, the failure mode could not be confirmed by the photo. If the sample is returned, a follow-up report will be submitted with investigation results.